Event description:
The patient contacted animas on (B)(6) 2013 alleging she does not know what her blood glucose (bg) measurement is because she refuses to test it, but reported having symptoms of feeling like she ¿is dying¿ and ¿heart attack¿-like chest pains. The patient reported that these are normal symptoms for her when her bg is >500 mg/dl. During the call to animas, the patient refused to present to the emergency room or contact her healthcare provider. The patient reported that the threads on the battery cap were stripped and the cap was being held onto the pump with duct tape and the pump kept losing power. The patient denied other damage to the pump or cap. The patient stated she had already performed all troubleshooting functions prior to calling and did not troubleshoot with customer support. The patient refused to discontinue use of the insulin pump to begin on an alternate method of insulin delivery. This complaint is being reported because the patient experienced symptoms that were personally indicative of hyperglycemia resulting from use error by knowingly using a pump with a damaged battery cap that was causing the pump to lose power.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.